Manufacturer narrative:
Analysis determined the device was at reduced capacity due to overdischarge. Analysis indicated that a normal recharge started automatically after a physician mode recharge. The recharger had full coupling and the ins recharged for 4 hours and 29 minutes to an end voltage of 3.96v.

Manufacturer narrative:
Follow up information confirmed that this device was not being used off labeled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. (B)(4).

Event description:
The consumer, via the manufacturer representative, reported that the device was unable to be recharged. The patient had been irregularly recharging their device. They met with manufacturer representatives in late (B)(6) 2014 and at that point it had been more than a month since the patient had tried recharging. The battery was fully depleted and was in an overdischarge state. Upon interrogation, a power on reset message was displayed on the patient programmer. The manufacturer representative performed three physician mode recharges that were unsuccessful. It was stated that the patient's surgeon was notified of the situation and the implantable neurostimulator was replaced later in (B)(6) 2015. A follow up report will be sent if additional information is received.